Event description:
A consumer reported her vision at near, intermediate and close range is not good following intraocular lens (iol) implant surgery. The consumer feels that her preoperative refraction was not good, due to "extenuating circumstances" (an earthquake occurred during her visit). Her vision fluctuated from 20/40 to 20/25 during the first three weeks after surgery. She also stated that she had a black, blue and red eye socket after the surgery due to the block anesthesia. She thinks the surgeon hit a blood vessel when he injected the anesthesia. The consumer added that she has been told her vision is not good because her iol is off by half a diopter. She was also told she needs a yag due to some opacification. She plans on seeking the opinion of a new surgeon and will not be returning to the implanting surgeon. At the consumer's request, the implanting surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been two similar complaints reported in the lot number. At the consumer's request, additional information will be requested once contact information for the current surgeon is provided. (B)(4).